Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The esheath was returned to edwards lifesciences for evaluation. Visual inspection of the sheath revealed the liner appeared to be bunched up under the sapien 3 outflow struts. After the valve was removed and the sheath liner was straightened, circumferential liner delamination was observed approximately 4 inches in length from the sheath distal tip. Severe kinks were observed about 0.75 inches distal from the comnut and about 1.75 inches from the distal tip. Minor soft tip damage was observed. Severe scratches along the length of the sheath shaft at multiple locations were observed. Possible tool marks on the hdpe were observed. Puncture, damage and scratches on the hdpe between the 2nd kink and sheath distal tip were also observed. The c-marker band was missing and not returned. Traces of adhesive used for the -marker band bonding was observed on the inner hdpe and outer ptee liner, which indicated the c-marker band was present. No other abnormalities were reported. Functional testing and dimensional analysis were not performed due to the nature of the complaint. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints for the appropriate trending categories. Complaint history review from (B)(6) 2019 to (B)(6) 2020 for the esheath (all models and sizes) revealed other returned complaints for the appropriate complaint categories. A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2020 control limit for the trend categories. Per IFU and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. In this case, the complaints were confirmed based on visual inspection of the returned device. Investigation of the device and review of lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the event. As mentioned in the complaint description, ¿during the deployment of the second sapien 3 valve, the valve did not deploy evenly, and the delivery system balloon ruptured. Post balloon burst, the second valve could not be pulled back into the sheath.¿ the delivery system balloon ruptured, and there was difficulty withdrawing the delivery system into the sheath. As difficulty was experienced in retrieving the burst balloon with crimped valve, excessive force was likely exerted to withdraw the devices which subsequently led to liner delamination. Once the liner was delaminated, the c-marker band would have been exposed. Additional manipulation of the sheath with the liner delaminated and c-marker band exposure may have resulted in the separation of the c-marker band. As such, it is possible that the procedural factor (excessive force used to retrieve the delivery system) contributed to the dislodging of the marker band and the delamination of the sheath liner. Available information suggested procedural factors (withdraw of a burst balloon/excessive device manipulation as a result of delivery system withdrawal difficulty) contributed to the delamination of the sheath liner. Manipulation of the devices following withdrawal may have contributed to the missing marker band. No IFU/training manual/labeling inadequacies were identified and the occurrence rate did not exceed the control limit for the applicable trend category; therefore, no corrective/preventive action nor pra is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Thv/trvt registry. UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10353 and related manufacturer report no: 2015691-2020-10362.

Event description:
As reported, during the transfemoral tavr procedure, at the end of the deployment of a 29mm sapien 3 valve, an annular rupture occurred. It was reported that a piece of calcium was observed to pierce the left coronary sinus at the end of the valve inflation. The decision was made to attempt to tamponade the rupture with a second 29mm sapien 3 valve. Difficulties were encountered while tracking the second commander delivery system and valve due to the severe vessel tortuosity and calcification. Difficulties were then encountered while attempting to center the valve on the delivery system balloon, also due to the patient factors. The valve was not perfectly centered but determined to be ¿acceptable¿. During the deployment of the second sapien 3 valve, the valve did not deploy evenly, and the delivery system balloon ruptured. Post balloon burst, the valve could not be pulled back into the sheath. The valve and delivery system were pulled back into the abdominal aorta and ¿allowed to sit¿ until surgically removed. Following the surgical removal of the second delivery system, valve and sheath, delamination of the sheath liner was observed. Intima / vascular tissue was also observed on the sheath. The patient was placed on bypass and stabilized. Additional attempts were made to tamponade the rupture with 2 non-edwards valves. The non-edwards valves did not improve the rupture. The dissection continued to grow and the patient¿s chest was opened. However, due to the very fragile tissue, the dissection could not be repaired. The patient expired during the procedure. Information regarding the access vessel minimum luminal diameter was not provided. Severe vessel calcification and severe vessel tortuosity was reported.